Event description:
It was reported that the customer's husband, encountered an issue with the battery depleting and needing to charge the pump every other day. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to pursue further troubleshooting. No additional information was received regarding the outcome of the event.